Event description:
A us distributor returned a monitor and reported monitor was experiencing "over voltage cleared no energy" messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (over voltage cleared no energy) was confirmed. Upon evaluation, the monitor displayed a service code 110. The cause of this service code was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.